Manufacturer narrative:
A ge svc rep performed an investigation. The ups was in need of replacement. No conclusion can be drawn as further info is not available at this time.

Event description:
It was reported the sys could not be switched on. There is no report of death or serious injury associated with this complaint.